Manufacturer narrative:
Evaluation results: one cadd-solis vip was returned for investigation in used condition. The tamper seal was missing and the lens was damaged. In addition, the keypad was delaminated and the dso seal bubbled. The customer reported product problem was not replicated during accuracy testing. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's volumetric was off and the pump was over infusing. There were no reported adverse events.